Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the za9003 tecnis monofocal iol (intraocular lens) had an uneven shape/edge, near the haptic. There was no patient involvement and the issue was observed when inspecting the lens prior to loading into the cartridge. No additional information was provided.